Manufacturer narrative:
The following information has been corrected: b.5. Describe event or problem: it was reported that unspecified bd q-syte experienced 1 case of device. Damage/deformation while still considered operable, and 1 case of leakage. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via post market survey that there were occurrences of leakage (1) and devices being damaged / defective (1). D.1. Medical device brand name: unspecified bd q-syte. D.1. Device common name: intravascular administration set. D.2. Medical device type: fpa.

Event description:
It was reported that unspecified bd q-syte experienced 1 case of device damage/deformation while still considered operable, and 1 case of leakage. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via post market survey that there were occurrences of leakage (1) and devices being damaged / defective (1).

Event description:
It was reported that unspecified bd q-syte experienced 1 case of device damage/deformation while still considered operable, and 1 case of leakage. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that there were occurrences of leakage (1) and devices being damaged / defective (1).

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd catheter experienced 1 case of device damage/deformation while still considered operable, and 1 case of leakage. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via post market survey that there were occurrences of leakage (1) and devices being damaged / defective (1).